Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implanted intellis adaptivestim pain implantable neurostimulator experienced high impedance, with lead select showing red x's at electrodes 3 and 5 and impedance readings with orange exclamation icons at electrodes 2, 3, 4, and 5. The patient was unable to increase intensity on the controller on programs using lead 0-7. An impedance check was conducted, and reprogramming was completed using only electrodes on 8-15. The patient reported coverage of painful areas with reprogramming. The issue was resolved, no further intervention was required, and the managing physician was notified. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.